Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the patient had moderate central aortic insufficiency (cai) and a coronary artery dissection. The valve was implanted in a good position, considered to be 60:40 aortic. There was moderate central aortic insufficiency (cai). The imaging on the echo was not the best, so they were not able to see all three leaflets. The patient had increasing hypotension while they were trying to find the cause of the cai. The patient then went into ventricular tachycardia (vt). The team shocked the patient twice, but the hypotension was persistant. They put the patient on bypass, and let the patient rest for 25 minutes. When they took the patient off of bypass they were able to see on the echo that one of the leaflets was not functioning properly. They tried to manipulate the leaflet with the wire and pigtail catheter, but were no able to get it to function properly. They decided to place a second valve. The second valve was placed 50:50 and the cai resolved. This entire time, the patient was still some what hypotensive. After some searching, they were able to see ¿blush¿ on the angio using contact, coming from the ostio left main coronary artery. They believed that there was a small focal dissection. They were unsure of the cause, possibly from some displaced calcium. They placed a stent and the patient improved. The patient was taken off of bypass and left the room in stable condition.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Despite multiple attempts, imaging was not available for this patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards (B)(4) retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether (B)(4) valve performance will be impaired. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards (B)(4) transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether (B)(4) valve performance will be impaired. In this case, the cause of the cai and coronary artery dissection is unknown. The cause of the dissection was indicated as possibly related to some displaced calcium. The cai was related to the motion restricted leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.